Manufacturer narrative:
A review of the service history for the architect serial number (B)(4) identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the probe was replaced. A review of complaint and trending data for the probe identified no adverse trends related to discrepant/erratic ausab results. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified. Also refer to manufacturer report number 3008344661-2018-00082 for the device evaluation of the architect ausab assay.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry is (B)(6). Patient information: no further patient information was provided.

Event description:
The customer reported erratic and falsely elevated architect ausab results on the architect i2000sr analyzer. Sample ID (B)(6) which generated multiple negative results (6.97, 3.65, 3.55 and 3.98 miu/ml) and one reactive result of 69.19 miu/ml. No specific patient information was provided. No adverse impact to patient management was reported.